Event description:
It was reported that during a gastric banding procedure, the clips would not load into the jaws. That is all of the details that were provided. It was not reported how the procedure was completed. No patient impact reported.

Manufacturer narrative:
(B)(4) the analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident; the device was cycled and no clips were fed. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, the handle posts that prevent the horizontal movement of the shaft were noted to be broken and the lockout posts were found to be broken which suggest that a premature lockout occurred and leading to the incident reported. Possible cause of the found condition may be that during the activation of the trigger it was not completely released to home position, when the next firing sequence was initiated. In order to avoid this kind of issue please note that the instrument should be fully squeezed on each firing. A "click" is heard and until you touch plastic trigger to plastic handle (plastic to plastic). Fully release the trigger after firing. A second "click" should be heard indicating the instrument is ready for the next firing. The batch record was reviewed and no anomalies were noted during the manufacturing process.